Event description:
During proactive monitoring of log files it was identified that the incorrect adu board values were placed on an adu.

Manufacturer narrative:
Elevated complaint investigation confirmed a vulnerability of the alinity m system software (version 1.1 and greater) to properly restore amp detection unit (adu) boardvalues, either when the command line interface (cli) command: swupdate update controllers is used and restore board values is used and is pointed to a wrong boardvalue file reference for that adu. These processes can improperly restore the boardvalues of one adu onto a different adu, causing the alinity m system and the impacted adu to be out of configuration. In the elevated complaints associated with this investigation, swupdate update controllers or restore board values was executed by the field service engineer (fse) which resulted in incorrect board values being restored on an adu due to the software vulnerability described or due to fse error in choosing the incorrect adu boardvalue backup file. Since the fse was not alerted to the unexpected board value change and the instrument passed subsequent verification steps, the instrument was inadvertently released to the customer for routine use in an unintended configuration. The event log files were collected from each impacted instrument, reviewed for indications of an adu board swap event. The log reviews identified objective evidence demonstrating a board swap occurred on adus for the listed alinity m systems, leading to incorrect configurations of the impacted adus. In these specific complaint cases, the customer continued use of the instrument while in the unintended configuration. None of the customers have reported abnormal performance thus far. The potential hazards of incorrect results and delay in results were identified for the scenario where the instrument was turned over to a customer for use with one or more of the four amp detects in the unintended configuration after performing swupdate update controllers or restore board values as described in this issue. Fa-am-dec2022-285 was issued on december, 9 2022 as a field correction letter/urgent field safety notice to notify customers that an assessment of their alinity m system(s) will be completed. If necessary, an abbott representative will schedule time to correct the affected adu(s) on their alinity m system(s). Field action was reported per 21 cfr806 to us FDA via 3005248192-12/09/22-007-c on december 9, 2022 and therefore is also reportable under 21cfr 803. Malfunction is associated with a major severity. Action is recommended to be reported as an fsca (field safety corrective action). The following mdrs were also submitted in association with fa-am-dec2022-285: 3005248192-2022-01220, 3005248192-2022-01222, 3005248192-2022-01224, 3005248192-2022-01225 and 3005248192-2022-01226.